Event description:
According to the reporter the patient was admitted to the hospital for chronic kidney disease and received hemodialysis treatment according to the doctor's advice on (B)(6) 2025. During the treatment, cracks were found at the hub of the long-term catheter artery end, and a little bleeding occurred at the hub of the right internal jugular long-term catheter artery end, which could not be used normally. It was replaced with a new central venous catheter kit for dialysis treatment, which did not cause adverse effects on the patient. There was no reported patient outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.